Event description:
--

Event description:
Boston scientific crm received information that during an attempted implant procedure, this new device and chronic right ventricular lead, exhibited high out of range shock impedance values. It was reported that prior to the attempted implant, shock impedance values were measured at 74 ohms. During troubleshooting attempts, the physician reported that three separate shock vectors were checked; all reporting out of range measurements. The physician then disconnected the device and lead, then reengaged for testing purposes; again, high values observed. It was then decided to remove this device from the implant procedure and replace with another bsc device of different model/serial. Impedance values with the second device, returned measurements of 80 ohms in the triad configuration, and 91 for single coil. The chronic right ventricular lead and the second new device, remained implanted for procedure completion. No adverse patient effects were reported and the initial attempted implant device will be returned for laboratory analysis. Boston scientific internal technical services had been contacted for recommendations, at which time, this case was further assessed. The technical services consultant reviewed scanned device printouts, recommendating the patient be followed up, so as to monitor impedance variability. The consultant review, was unable to rule out lead malfunction, as a contributing factor. To date, the chronic lead and device remain implanted.

Manufacturer narrative:
The device initially attempted for implant, was returned for laboratory analysis. Visual inspection noted no anomalies. Device header post sites were evaluated; at which time, engineers confirmed specifications were within tolerance limits. (B)(4) . The device was then subjected too and passed, electrical testing designed to verify proper sensing, pacing, shocking and recording functions. With electrical assessments confirming normal operation and with no indication of a device malfunction, we have confirmed this device was operating as designed. Laboratory analysis was unable to reproduce the reported clinical observation and the product was archived as meeting specifications.

Manufacturer narrative:
Upon return, the initially attempted implant device will be analyzed for proper function.